Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges, the consumer alleges, the unit allegedly stopped to quick allegedly causing the consumer to fall out of the chair.

Manufacturer narrative:
The evaluator could not correlate the returned parts with the alleged event through testing or visual examination.

Event description:
Provider alleges, the consumer alleges, the unit allegedly stopped to quick allegedly causing the consumer to fall out of the chair.